Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all the pockets in main drawer 4 was failed. A field service engineer checked the rear of the drawer and observed no light emitting diode indicators were illuminated, disconnected the controller board from the module board and powered the module board independently, confirming no light emitting diode activity, replaced the module board and reconnected the controller board; however, the station shut down immediately, subsequently replaced the controller board, which resolved the issue. The customer tested the unit and confirmed normal operation with no further issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, all pockets had failed in drawer. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.